Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer was taken to the emergency room by the paramedics and admitted to the intensive care unit (ICU) with a blood glucose level of 1700 mg/dl with diabetic ketoacidosis and unconsciousness. The customer was treated in the ICU with an insulin drip and was released on (B)(6) 2024 with issue resolved and no permanent damage.